Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product/lot information not available .

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient had a left total knee arthroplasty to address degenerative arthritis, varus deformity and flexion contracture of the left knee. Depuy components, including depuy patella, and unknown cement were used during this procedure. On (B)(6) 2016, the patient had a revision left total knee, complete and totally synovectomy, excision of reactive bone cyst to address loosening of the tibial component, polyethylene and polymethylmethacrylate wear debris disease, reactive synovitis of left knee secondary to polyethylene wear debris and cement wear debris disease, cystic formation, and knee pain. During the procedure the surgeon observed necrotic looking granulation tissue, and some bone erosions. The tibial screw was noted to be grossly loose, the tibial tray had completely debonded from the cement and the cement was noted to have degraded. There was a large reactive cyst in the medial femoral condyle that was debrided. The tibial tray, tibial insert, and femoral component were revised. The surgeon also reported that the patient¿s components had subsided, but did not specify which components. Depuy components were implanted during this procedure, including depuy cement x2. Doi: (B)(6) 2014 dor: (B)(6) 2016 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected section b1 and b2.